Manufacturer narrative:
An event of tear in the rcc was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2018 a 25mm trifecta¿ gt valve was implanted. In (B)(6) 2021 the patient reported shortness of breath during exertion. On (B)(6) 2021, the patient was hospitalized due to heart failure and a leaflet tear was conformed on the right coronary cusp (rcc). On (B)(6) 2021, a valve in valve procedure was performed and an non-abbott valve was implanted. The patient was reported to be in stable condition and is recovering well.